Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, the locking screw pulled through the plate. A new plate and screws were used to complete the case. No patient complications were reported.

Manufacturer narrative:
The product was returned. Visual examination of the parts that were returned did not show any overall excessive gross deformation. However, there did appear to be some slight wear, mostly like due to the attempted insertions. It was noted that the crest width of the screw was very small which is consistent with the affected screws. Also, it was noted that one of the plate lobes was bent. Bending plates, per the surgical technique, to fit patient anatomy is an acceptable practice intraoperatively. Therefore, due to known issues with the screw, the bending of the plate most likely did not contribute to this incident.